Event description:
Info received indicates the valve was explanted due to aortic insufficiency and structural dysfunction, related to cuspal tears and perforations noted during retrieval. Regurgitation was seen by echo and catheterization, prior to explant. The valve was replaced with no additional consequence reported for the pt.